Manufacturer narrative:
Follow-up # 1 ¿ (04/07/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/18/2014 and 3/27/2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have an incorrect battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging testing in memory mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.